Event description:
After a preoperative embolization where "pva" particles (45-150, 150-250) were infused through the micro catheter, when the catheter was removed, the distal end tore off in the carotid artery. The physician was able to retrieve the detached segment to the femoral artery, but was unable to get it out of the sheath. The pt was in a good condition when she woke up from her insuflation narcosis. Through a follow-up by the physician on july 2, 1999 target was informed that the pt was operated on after two days of this incident and left the hospital in a good condition after a week.